Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger was retracted into the loading area. There is solution that appears to be dried blood present on the lens. The lens appears to have been placed into the loading area for return shipment. The optic has a long central scratch on the anterior surface travelling from the 6 o'clock position to the 12 o'clock position. The optic edge is broken and is split toward the center of the lens. A qualified viscoelastic was used. He reported scratch was observed. The root cause cannot be determined. The scratch is located along the anterior surface, travelling from the 6 o'clock position to the 12 o'clock position. This would match the travel path of a plunger if the plunger had overridden the lens. Due to the presence of what appears to be dried blood on the damaged lens and the lens returned in the loading area, it is reasonable to assume the lens was replaced into the loading area for return shipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens had a scratch. There was no patient harm indicated. Additional information was requested.